Event description:
While removing the device, the check flo hub popped off of the sheath. Blood came pouring out. While there was no harm to the pt, the physician was very annoyed. Confirmed that a foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
(B)(4). Per quality control specification, there is 100% inspection confirming the flare on proximal end of sheath is caught securely in proximal fittings and that the sheath does not rotate in the cap fitting. It is also verified that the coils in sheath continue into cap. In addition, there is an IFU that is provided that informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Upon inspection of the returned device, it was evident the cap had separated from the sheath with the flare intact; however, the flare was too small. On (B)(6) 2010, a change request for the use of torque limiting devices for the attachment of proximal fittings on flexor sheaths < 9.0fr was implemented. Complaint device was mfg prior to noted change. The appropriate internal personnel have been notified of this complaint and we are continuing to monitor complaints for similar events.